Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and was unable to fit multiple new cartridges onto the pump. During a follow-up, an additional o-ring from a previous cartridge was found on the pneumatic tap. The o-ring was removed and insulin deliveries were successfully resumed. Blood glucose level was 79 mg/dl.